Event description:
Infusion set tubing seperating from the luer lock. Pt indicated that his blood glucose was >450 mg/dl at the time of the incident. Pt indicated the he administered insulin injections to get his blood glucose under control. Pt indicated that he did not receive medical attention to address this issue.